Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage, small pieces left due to device breaking'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation(uterus)/migration'), blood loss anaemia ('anemia') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A45104) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, depression, degenerative disc disease and tobacco abuse. Previously administered products included for an unreported indication: mirena. Concomitant products included apremilast (otezla), clobetasol, ibuprofen, mometasone furoate (elocon) and naproxen sodium (aleve tablet). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection/complications during removal surgery? Infection") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia(bleeding between periods)"), bladder disorder ("bladder problems"), urinary tract infection ("urinary problems(uti)"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), vision blurred ("vision/eye problems type: blurry vision"), depression ("psychological or psychiatric problems condition: depression"), psoriasis ("rashes or skin conditions type: psoriasis"), migraine ("migraine"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cysts"), endometriosis ("endometriosis"), feeling abnormal ("neurological conditions or problems type: brain fog"), fatigue ("fatigue"), adnexa uteri pain ("fallopian tube pain") and complication of device insertion ("complications or problems that occurred at the time of her essure placement: the placement of the device and had to try several times using multiple devices") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery ((B)(6) 2018 (bilateral salpingectomy)/multiple surgeries, d&c and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, blood loss anaemia, metrorrhagia, bladder disorder, urinary tract infection, gastrointestinal disorder, hormone level abnormal, headache, vision blurred, weight increased, weight decreased, depression, psoriasis, ovarian cyst, endometriosis, feeling abnormal and complication of device insertion outcome was unknown, the menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, nausea, vaginal haemorrhage, migraine, fatigue and adnexa uteri pain had resolved and the vaginal infection, vaginal discharge, alopecia and bacterial vaginosis was resolving. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, bacterial vaginosis, bladder disorder, blood loss anaemia, complication of device insertion, depression, device breakage, dysmenorrhoea, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, psoriasis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: she had received treatment for pain, bleeding, breakage/expulsion, migration,perforation,bladder/urinary problems. Current weight 157 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Imaging procedure - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: malposition. Lot number: a45104 manufacturing date: (B)(6) 2012. Expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage, small pieces left due to device breaking'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation(uterus)/migration'), blood loss anaemia ('anemia') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A45104) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, depression, degenerative disc disease and tobacco abuse. Previously administered products included for an unreported indication: mirena. Concomitant products included apremilast (otezla), clobetasol, ibuprofen, mometasone furoate (elocon) and naproxen sodium (aleve tablet). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection/complications during removal surgery? Infection") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia(bleeding between periods)"), bladder disorder ("bladder problems"), urinary tract infection ("urinary problems(uti)"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), vision blurred ("vision/eye problems type: blurry vision"), depression ("psychological or psychiatric problems condition: depression"), psoriasis ("rashes or skin conditions type: psoriasis"), migraine ("migraine"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cysts"), endometriosis ("endometriosis"), feeling abnormal ("neurological conditions or problems type: brain fog"), fatigue ("fatigue"), adnexa uteri pain ("fallopian tube pain") and complication of device insertion ("complications or problems that occurred at the time of her essure placement: the placement of the device and had to try several times using multiple devices") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (B)(6) 2018 (bilateral salpingectomy)/multiple surgeries, d&c and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, blood loss anaemia, metrorrhagia, bladder disorder, urinary tract infection, gastrointestinal disorder, hormone level abnormal, headache, vision blurred, weight increased, weight decreased, depression, psoriasis, ovarian cyst, endometriosis, feeling abnormal and complication of device insertion outcome was unknown, the menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, nausea, vaginal haemorrhage, migraine, fatigue and adnexa uteri pain had resolved and the vaginal infection, vaginal discharge, alopecia and bacterial vaginosis was resolving. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, bacterial vaginosis, bladder disorder, blood loss anaemia, complication of device insertion, depression, device breakage, dysmenorrhoea, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, psoriasis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: she had received treatment for pain, bleeding, breakage/expulsion, migration,perforation,bladder/urinary problems. Current weight: 157 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Imaging procedure - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: malposition. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received lot number was added. Events" abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, psychological or psychiatric problems condition: depression, rashes or skin conditions type: psoriasis, migraines, reproductive system disorder or condition type of disorder or condition:ovarian cysts, endometriosis,neurological conditions orproblems type: brain fog, vaginal discharge, vision/eye problems type: blurry vision, fatigue, fallopian tube pain, complication during insertion" were added. Outcome of events "abnormal bleeding, cramping, migraine, fatigue, pain, nausea" were updated as recovered and "infection (bv, vaginal), vaginal discharge, hair loss" were updated as recovering. Medical history, reporter information, patient information, concomitant drugs and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation(uterus)/migration'), blood loss anaemia ('anemia') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia(bleeding between periods)"), bladder disorder ("bladder problems"), urinary tract infection ("urinary problems(uti)"), vaginal infection ("vaginal infection/complications during removal surgery? Infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (repeat/multiple surgeries/essure removed, essure removed on (B)(6) 2018 and essure removed/repeat/multiple surgeries). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, blood loss anaemia, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, blood loss anaemia, device breakage, dysmenorrhoea, fallopian tube perforation, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: she had received treatment for pain,bleeding,breakage/expulsion,migration,perforation,bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received:event injury nos deleted and events 'dysmenorrhea pain,pelvic pain,abdominal pain, back pain, menorrhagia, metrorrhagia, anemia, breakage, fallopian tubes perforation, uterine perforation, bladder problems,uti,vaginal infection, vaginal. Discharge, gi conditions, hair loss, hormonal changes, headache, nausea, vision problems, weight gain, weight loss' were added. Patient date of birth added. Product start date updated and stop date added. Lab data added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage, small pieces left due to device breaking'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation(uterus)/migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. A45104) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, depression, degenerative disc disease and tobacco abuse. Previously administered products included for an unreported indication: mirena. Concomitant products included apremilast (otezla), clobetasol, ibuprofen, mometasone furoate (elocon) and naproxen sodium (aleve tablet). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced vaginal infection ("vaginal infection/complications during removal surgery? Infection") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), blood loss anaemia ("anemia"), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia(bleeding between periods)"), bladder disorder ("bladder problems"), urinary tract infection ("urinary problems(uti)"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), vision blurred ("vision/eye problems type: blurry vision"), depression ("psychological or psychiatric problems condition: depression"), psoriasis ("rashes or skin conditions type: psoriasis"), migraine ("migraine"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition:ovarian cysts"), endometriosis ("endometriosis"), feeling abnormal ("neurological conditions or problems type: brain fog"), fatigue ("fatigue"), adnexa uteri pain ("fallopian tube pain") and complication of device insertion ("complications or problems that occurred at the time of her essure placement: the placement of the device and had to try several times using multiple devices") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery ((B)(6) 2018 (bilateral salpingectomy)/multiple surgeries, d&c and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, blood loss anaemia, metrorrhagia, bladder disorder, urinary tract infection, gastrointestinal disorder, hormone level abnormal, headache, vision blurred, weight increased, weight decreased, depression, psoriasis, ovarian cyst, endometriosis, feeling abnormal and complication of device insertion outcome was unknown, the menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, nausea, vaginal haemorrhage, migraine, fatigue and adnexa uteri pain had resolved and the vaginal infection, vaginal discharge, alopecia and bacterial vaginosis was resolving. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, bacterial vaginosis, bladder disorder, blood loss anaemia, complication of device insertion, depression, device breakage, dysmenorrhoea, endometriosis, fallopian tube perforation, fatigue, feeling abnormal, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, psoriasis, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: she had received treatment for pain, bleeding, breakage/expulsion, migration,perforation,bladder/urinary problems. Current weight 157 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Imaging procedure - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: malposition. Lot number: a45104 manufacturing date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-mar-2021: mr received. No new information added. No new significant change made in medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation(uterus)/migration'), blood loss anaemia ('anemia') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia(bleeding between periods)"), bladder disorder ("bladder problems"), urinary tract infection ("urinary problems(uti)"), vaginal infection ("vaginal infection/complications during removal surgery? Infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (repeat/multiple surgeries/essure removed, essure removed on (B)(6) 2018 and essure removed/repeat/multiple surgeries). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, blood loss anaemia, menorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, blood loss anaemia, device breakage, dysmenorrhoea, fallopian tube perforation, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: she had received treatment for pain, bleeding, breakage/expulsion, migration,perforation,bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.